Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 480s-range mg/dl and 81 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.